Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm and failed battery test alarm. The customer's blood glucose level was 267 mg/dl. The customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device passed the displacement test and unexpected restart error test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected failed battery anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip.